Event description:
Pt had a herniorrhaphy with mesh in 1/96. Post operatively the pt had chronically draining sinus. Surgery on 8/12/96 was done to remove the mesh which was felt to be the source of the infection.